Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that a glidewell ht implant failed. The patient's bone quality was reported as type ii and the oral hygiene as good. The patient presented for implant placement on tooth position #20 on (B)(6) 2025. The patient returned to the office without symptoms and upon examination, the provider determined that the implant failed to osseointegrate. The reported device was explanted on (B)(6) 2025 and not replaced. The patient had no permanent injury and no additional medical/surgical procedure was provided.